Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined however, it is likely that the mucosa was damaged by moving the subject device immediately after suctioning while the distal cover kept suctioning the mucosa. Prevention measures are written in the following item in IFU (operation manual). Important information ¿ please read before use: examples of inappropriate handling olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and no issues were found. All inspection parameters were found within standard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that that the loaner duodenovideoscope was used during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) and injured the patient's mucosa in the pylorus with minor mucosal bruising. Additionally, there is possible re-use of the single use distal cover. The procedure was completed with the same scope and distal cover. No further patient harm was reported. This medwatch is related to patient identifier (B)(6) (single use distal cover maj-2315; sn (B)(6)).